Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a general surgery procedure, the toggle mechanism did not function properly. The needle of the device fell off into the patient cavity but was retrieved with a grasper.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch* 10mm suturing device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The needle was not received. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. Both of the blades were bent. Functional testing was precluded due to the observed damage. The bent blades indicate that the instrument may have been exposed to an external force which bent the exposed metal bars. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.